Event description:
Reporter indicated that vns patient underwent lead replacement surgery. It was reported that the patient suffered a fall that may have damaged the ncp system and that the system apparently stopped working after the fall. Device diagnostic testing after the fall and before the lead replacement surgery resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, indicating that the generator had not reached end of service. Device diagnostic testing following lead replacement surgery was within normlal limits, incicating proper device function of the new lead with the original generator.